Event description:
It was reported that the irrigation port hub of the recanalization catheter broke during flushing. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A lot history review could not be performed, as the lot number is unk. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon available info. The root cause is not likely mfg related as all catheters are flushed with air 100% prior to packaging. It is unk if procedural issues contributed to the event.